Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection found the fiber was received in once piece and there were no defects in the fiber body. Microscopic inspection observed the tip had degraded. Functional testing of the fiber observed there was no light exiting the connector face indicating there was an internal connector fracture of the fiber. Burn marks were also observed on the connector face. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications it is probable that the internal connector fracture of the fiber occurred during procedural handling of the fiber during setup or use.

Event description:
It was reported that, during preparation for the procedure to treat ureteral calculus, there was no energy output from the fiber. This was the first time the fiber had been used. The fiber was sterilized using low-temperature plasma sterilization. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications. Analysis of the returned fiber identified an internal connector fracture of the fiber.